Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation (no lot number was provided at time of initial call). Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 21-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Caregiver is calling on behalf of the customer. The customer called concerned with test results from results obtained of 56 mg/dl. Caregiver does not know the customer's expected blood glucose test result range. Caregiver stated that customer would obtain a low result, she would give the customer a sugary snack and then the result would drop lower afterwards. The customer feels well and did not report any symptoms. Per caregiver, on (B)(6) 2026 the customer had gone to the hospital due to the low blood glucose test result of 56 mg/dl; customer had not been having any symptoms. Per caregiver, when customer had got to the hospital, he had been fine and had been sent back home. The caregiver does not know what the customer's blood glucose was when he got to the hospital. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. Test strip lot information was not provided, and caregiver was unsure of the open vial date. The meter memory was reviewed for previous test result history: result 1: 67 mg/dl , date: (B)(6) 2026 , time: 12:00pm fasting, result 2: 78 mg/dl , date: (B)(6) 2026 , time: 7:32am fasting am , result 3: 72 mg/dl , date: (B)(6) 2026 , time: 7:02pm fasting pm , result 4: 116 mg/dl, date: (B)(6) 2026, time: 5:08pm fasting , result 5: 142 mg/dl , date: (B)(6) 20226, time: 12:38pm fasting, result 6: 56 mg/dl, date: (B)(6) 2026 , time: 7:14pm fasting.